Event description:
It was reported that some electrodes had high impedances during the implantation procedure of an implantable neurostimulator (ins). It was noted that the lead and extension were not replaced. The reporter stated that the extension was taken out and put back into the ins and the impedances remained high and were still high post-operatively. It was noted that everything else was normal. The reporter stated that the electrode pair of the case and zero was in the normal range. Device programming used the case and electrodes zero and two as it was with the patient's previous device. Device voltage was set at 1.2 volts or 1.3 volts, a decrease from 1.5 volts that was set on the patient's previous device. It was reported that therapeutic benefit was hard to determine because the patient was under general anesthesia. The reporter stated that the patient did sound like he was getting some benefit and he reported being looser. It was noted that impedances were taken when the patient's head was in a neutral position. It was reported that impedances changed when the patient's head was turned to the left and some impedance measurements decreased. The reporter stated that it was h ard to say if this corresponded to a change in therapy. The device was turned on in recovery and the patient reported less rigidity in the left arm. It was noted that the patient was scheduled to see his neurologist in (B)(6) 2013. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2001, product type lead; product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2001, product type extension. (B)(4).

Event description:
Additional information received reported that the manufacturer representative was able to reprogram around the high impedance electr odes and the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).